Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that arctic sun device alerted113 (reduced water temperature control) and patient temperature was not cool. Patient temperature 39.1, targeted temperature 37c, water temperature 28c, flow rate 2.2lpm. Guided to system diagnostics: sys hours 82, pump hours 56, chiller temperature 28.1c, flow rate2.2lpm, mixing pump command 100percentage.

Event description:
It was reported that arctic sun device alerted 113 (reduced water temperature control) and patient temperature was not cool. Patient temperature 39.1, targeted temperature 37c, water temperature 28c, flow rate 2.2lpm. Guided to system diagnostics: sys hours 82, pump hours 56, chiller temperature 28.1c, flow rate2.2lpm, mixing pump command 100 percentage. As per sample evaluation results on (B)(6) 2023, it was reported that the chiller unit hgbv (hot gas bypass valve) was not working sticking.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as the unit was not cooling due to a faulty mixing pump. Mixing pump head replaced. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.